Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer continued to use the pump for insulin therapy and customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.